Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the gantry and table cannot be moved due to the geo module internal failure. The fse replaced the geo module and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry stopped and the emergency stop was active. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.